Event description:
The customer's parent called and reported that a button on the insulin pump was intermittently working and units of insulin were not being displayed. Furthermore, the insulin pump reportedly did not beep at the end of bolus delivery, though it was shown to have been fully delivered. Customer's blood glucose was 182 mg/dl. It was stated there were no significant events leading to the keypad issues. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programed with several boluses and no bolus or bolus history anomaly was noted during testing. The device had intermittent button response due to flattened express bolus and esc buttons dome switches. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.